Event description:
Additional information: it reported that the patient was having more pain before the dye study was completed. Over the six months leading up to (B)(6) 2012, the patient¿s pain had gone up. The dye study flushed a possible occlusion near the catheter tip and the patient recovered.

Event description:
It was reported that the actual residual volume was 4ml and the expected residual volume was 3.2ml. The patient experienced a return of symptoms. The cause of the event was unknown. A catheter dye study was performed on (B)(6) 2012 which revealed no problems. The physician suspected there was possibly an occlusion at the catheter tip which was cleared when the dye was pushed through. There was no patient injury. The pump contained morphine 16mg/ml (4.806mg/day) and bupivacaine 29mg/ml (8.711mg/day).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2008. (B)(4).